Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5 - pressure out of range) occurred with multiple cartridges during the load process. Reportedly, the user was not refilling or removing insulin outside of the load sequence and followed all the on-screen instructions to install the cartridge. Additionally, it was reported that the pump reset unexpectedly. The user's blood glucose (bg) level was in the 300's (mg/dl). The user addressed bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
(B)(4). A different issue also was found.